Manufacturer narrative:
Added information to section h6 (type of investigation) - h6 (type of investigation) added code 4112 - analysis of information provided by user/third party since no corresponding code for imdrf code b30 - analysis of images was available. Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. However, images were provided for evaluation. As per image review, the report of finger cuff broken was confirmed, the connection tab for hrs (heart reference sensor) on the finger cuff was completely broken. Nevertheless, without the return of the device, the issue of inaccurate values was unable to be confirmed and definitive root cause could not be determined. Additionally, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure with this vitawave finger cuff connected to the pressure controller, it was noted that the blood pressure value was abnormally low. Upon checking everything, it was observed that the finger cuff was broken. The pressure value was being monitored simultaneously with the traditional blood pressure measurement equipment used in the hospital. No error message nor alarm was displayed in the monitor. There is no allegation of patient injury. Patient demographics were not provided.